Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting. The cause of and treatment for peritonitis was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined to provide additional information.